Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the patient had an infection at the implantable neurostimulator (ins) pocket site since her revision. It was noted that ¿fluid drained at the site.¿ it was further noted that the physician had ¿gone in and cleaned it out once already.¿ it was unknown if cultures were performed or if the patient was on antibiotics. It was noted that the patient had another appointment in the week following the report. It was further noted that the patient was to be scheduled for either a pocket move, replacement or removal of the ins. Refer to manufacturing report # 3004209178-2013-07496.